Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Reportedly, during a routine follow-up performed on (B)(6) 2018, several non sustained episodes were recorded, mainly during the night, and right ventricular oversensing was observed. The patient is suffering from a respiratory disease, taking him to breathe bronchodilator before and after going to bed, with deep breathing needed. Deep breathings were requested to the patient during the follow-up, and myopotential sensing was detected on the ECG of the programmer. The clinical records of the patient indicate a dilated heart, and the rv lead is implanted in a very apical position, favoring a diaphragmatic movement transfer that could be linked to the mentioned oversensing. The physician is considering a re-intervention, in order to reposition the rv lead further away from the rv apex. Meanwhile, longer persistence and higher value of rv sensitivity threshold have been programmed.